Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting six months ago and may have developed paradoxical hyperplasia. The patient has developed hardness at the applicator sites and the exact shape of the applicator can be seen on the abdomen. There is no weight change.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a2, a4, b5, d1, d4, g1, g3, h6.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2020 with coolsculpting cooladvantage coolcore developed paradoxical hyperplasia (ph).